Event description:
The customer reported that during a hemodialysis treatment using a baxter 1550 hemodialysis instrument, there were intermittment faults and the transmembrane pressure was changing constantly. At the end of the dialysis treatment of the instrument showed the expected weight removed but the pt only lost 0.800 kg of an expected loss of 3.6 kg. The pt was reported to be "hydrated" with "hemodynamic parameters" improved in 24 hours. The pt is currently doing well.